Manufacturer narrative:
Directlink module was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
1 of 5 reports. Other mfg report numbers: 3013886523-2023-00424, 3013886523-2023-00426, 3013886523-2023-00428, 3013886523-2023-00427. A facility reported: the whole procedure from calibration direcktlink to the monitor, the zeroing from the sensor and implementation went well. No orange or red light on the directlink. But after placing the first sensor after 6 hours icp fluctuation (here was the screw luxated) and then placed 3 sensors again, also with fluctuations in very high icp, low icp and also a flat line. It was a very complex trauma patient. No additional information has been provided.